Manufacturer narrative:
The exact dates of the events is unknown. The valves were not returned to edwards lifesciences for evaluation as they remains implanted in the patients. Per the instructions for use (IFU), access site complications and cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, or valvular structures are potential complications associated with the transapical tavr procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible causes include inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period., in this case, there was no allegation or indication a device malfunction contributed to these adverse events. Due to lack of information provided, the cause of the post procedural bleeding for each of the cases is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Bibliography: seeger, julia, et al. "Outcome with the repositionable and retrievable boston scientific lotus valve compared with the balloon-expandable edwards sapien 3 valve in patients undergoing transfemoral aortic valve replacement." Circulation: cardiovascular interventions 10.6 (2017): e004670.

Event description:
As reported by the edwards affiliate in (B)(4), a journal article titled, "outcome with the repositionable and retrievable boston scientific lotus valve compared with the balloon-expandable edwards sapien 3 valve in patients undergoing transfemoral aortic valve replacement", reported that post transfemoral tavr procedure, within 30 days of the procedure (exact dates unknown) 6 patient¿s had ¿life threatening bleeding¿.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.